Manufacturer narrative:
B3: event date is date valid section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260 (serial: unknown); product type: 0215-screening device; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received a manufacturer representative (rep) regarding an implantable neurostimulator (ins). Rep reported that at the lead pull appointment, a new flouro image was taken and the leads were at t10-12. In the final flouro image at trial start, the leads were at bottom of t9-11. Patient reported coverage of painful area throughout trial without pain relief. Rep noted they had multiple reprogramming and took a new fluoro image at the lead pull. The cause of the issue was unknown. The issue has been resolved.

Event description:
Additional information received from the manufacturer representative reported that there was no certain cause. It was noted that the patient was active and had reported doing yard work and getting underneath a car to fix it. The trial was switched to nevro and the leads were removed the following monday on 9-jun. The trial failed and they planned to re-trial with high lead placement.

Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# serial# (B)(6), product type screening device product ID 977d260 lot# serial# (B)(6), product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.